Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used set without packaging was returned for evaluation. Upon visual examination of the set it was noted that the returned set did not match the item number drawing. The set returned is a 60 drop set with 2 caresites with a plastic flow restrictor installed above the distal y-site. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
(B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: customer reports that a piece of hard plastic was found in a patient's IV tubing. No injury reported.